Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that one of the caps to the pump was damaged. The reporter did not specify if the issue was with the cartridge cap or with the battery cap. The pump was replaced for the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery cap and cartridge cap were not returned with the pump for investigation. No defects were found to the pump; test caps were used for the purposes of testing the pump. The complaint of an issue with the battery cap or cartridge cap could not be adequately completed due to the fact that the caps were not returned for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).